Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit sometimes is unable to degas. The issue occurred during a therapeutic procedure. The procedure was successfully completed with the same device. There were no reports of patient harm.